Event description:
This incident has occurred in (B)(6). A (B)(6) female underwent capsule endoscopy. Ingestion was uneventful. Physician reviewed the video several days later and found that capsule appeared to have stopped in small bowel. He attempted to contact pt, found that pt had been in an emergency room few days after capsule study, with abdominal pain the night before and was discharged. Pt returned again to ER, and subsequent CT found retained intact capsule in small bowel with signs of bowel obstruction. Pt went to surgery where portion of bowel was resected. Appeared consistent with crohn's disease. Condition worsened with complications of bowel perforation and sepsis. Pt hospitalized in guarded condition in ICU.

Manufacturer narrative:
Retention of the device is a known potential complication of capsule endoscopy especially in pts with crohn's disease. A consensus statement had found that the risk of retention in these pts may be 5%, based on published studies (endoscopy 2005;37:1065-67). It is very rare for capsule retention to result in bowel obstruction. According to a recent metanalysis of 227 published studies of capsule endoscopy, "of the identified 104 cases with retained capsules 88 were asymptomatic, and only 16 were associated with partial or complete intestinal obstruction." There were no serious adverse events reported among all the studies (gastrointestinal endoscopy 2010;71:280-6). In fact, there are numerous reports of capsules being retained for extended periods, even years, in asymptomatic pts. There have been rare case reports of bowel obstruction and perforation related to capsule retention. In these instances, surgical resection of the diseased segment of bowel where the retained capsule is located has been performed. Nevertheless, it is unclear, based on the info available at this time, if the deterioration of this pt's condition is related to the device.